Event description:
The customer reported that the insulin pump did not alarm no delivery. The blood glucose reading was 177mg/dl. The customer mentioned that the infusion set does not fit properly on the reservoir and causes a blockage. The caller stated that sometimes her blood glucose goes up to 525mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.